Event description:
It was reported that pump displayed malfunction code malf 0, with no notable events occurring before the issue and no indication of adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, and experienced recurrence of the malfunction, after which technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup, to place malfunctioning pump in storage mode before return, to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using pre-paid label within 10 days.